Event description:
Caller reported that the pump battery would not charge, and there was no associated power source alert. There was no reported adverse impact to the customer's blood glucose level. Customer attempted various charging solutions, including different wall outlets and a third-party adaptor, which resulted in the charge jumping to 95% once a tandem-powered call was made. Replacement cord and wall adapter were sent, with instructions to call if the issue reoccurs, as the customer had been using non-standard charging cables.